Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to maintain peep (positive end expiratory pressure) or fio2 (fraction of inspired oxygen) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was unable to maintain peep (positive end expiratory pressure) or fio2 (fraction of inspired oxygen) levels. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, catalog #, of the initial medwatch report stated: prt-01185-002. Section d4, catalog #, of the initial medwatch report should have stated: prt-01201-000. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/02/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).